Event description:
It was reported that during a da vinci-assisted surgical procedure that the erbe generator faulted repeatedly. The customer power cycled the generator and tried different cables, but the issue persisted. The error was present on every port. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found internal generator faults. The erbe had just been installed recently, so it was considered a dead on arrival device. The surgery was continued, but how the issue was resolved was not specified. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by intuitive surgical, inc. (Isi) for evaluation.